Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/18/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the procedure date & event day? (B)(6) 2021. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date & event day? What tissue/ location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Procedure name and date? Events reported in 2210968-2021-12410, 2210968-2021-12411, 2210968-2021-12412, 2210968-2021-12413, 2210968-2021-12414, 2210968-2021-12415, 2210968-2021-12416, 2210968-2021-12417, 2210968-2021-1241, 2210968-2021-12360 and 2210968-2021-12361.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. During the procedure, the suture needle pulled off. A like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.